Manufacturer narrative:
Unknown, not provided; best estimate is between (B)(6) 2018 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2018. It was later explanted on (B)(6) 2020 due to mechanical failure. Incision enlargement and vitrectomy were required. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 2/6/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site in a zip lock bag. The product was disinfected and inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there is a inclusion in the optic body. The inclusion could not have introduced through manufacturing process. It could be introduced during the explant of the lens. No other anomalies were identified. The reported mechanical failure cannot be confirmed. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.